Manufacturer narrative:
No product sample was received; therefore, visual, and functional testing could not be performed. A device history record (DHR) review was performed, and no issues were noted during manufacture. A review of the production floor inventory was conducted. Samples were inspected to ensure that the tubing sets did not present any damage that could affect the product functionality. No discrepancies were found. Manufacturing operations were reviewed to ensure that adhesive was properly placed. No discrepancies were found. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).

Event description:
It was reported that while the patient was taking a nap, the tube broke. The patient was off medication for approximately one hour and no rescue dose was used. A reassessment was made and a new site was initiated per protocol. No patient injury was reported.